Event description:
It was reported that after an unknown procedure, the pyloric stomach was resected at the operation. The device was used for billroth-1 anastomosis. The patient expectorated blood in about three hours after the operation. When the anastomosis site was checked with endoscope, bleeding was confirmed from two parts of the anastomosed staple line. One of the bleeding parts was serious and the cut end of the blood vessel was confirmed. The other part was oozing. The bleeding was stopped endoscopically with clips. Blood infusion was required 300cc. The surgeon also commented as follows; he did not confirm whether bleeding occurred from the anastomosis at the firing. The patient had a renal failure and tended to be hypotensive. The patient's condition is now stable. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning. Additional information being requested.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.